Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, which was successful and did not result in a recurrence of the malfunction. The customer was advised to continue using the pump and to report any future malfunctions.